Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation (afib) procedure, suffered a patient cardiac tamponade which required a pericardiocentesis and 500cc of fluid were removed from patient¿s body. The effusion on left atrium was noticed while the physician tried to fam with pentaray catheter (using 8.5fr large mobicath sheath). However, they were not able to fam with a pentaray catheter due to the fact that it was outside the location pad area. The patient's blood pressure dropped and effusion was confirmed by ice. The ablation was never performed for this case. The physician¿s opinion regarding the cause of this adverse event is that this is the patient¿s heart anatomy. The patient had a dilated left atrium that did not allow the physician to stabilize the mobicath sheath in the right atrium on the fossa ovalis and as result the sheath slide either anterior or posterior. The physician stated when he was in the left atrium and the sheath must have slipped across. The patient was reported to be in stable condition. No anomalies were found on the catheter during the procedure. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the smarttouch catheter.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: carto 3: (s/n: (B)(4)), stockert generator: (s/n: unknown), coolflow pump: (s/n: unknown), smarttouch catheter: (d132704/17175121m), pentaray catheter: (d128211/17177252l). (B)(4).